Manufacturer narrative:
The complainant stated that the device was used past expiry date. Reported event of hydrophilic tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a non-bsc cannula were used during a biliary stone removal procedure. Procedure date is unknown. According to the complainant, during the procedure, the jagwire guidewire was inserted through the cannula. When the guidewire exited from the cannula, the hydrophilic tip detached in the duodenum, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire and a non-bsc cannula. Reportedly, endoscopic sphincterotomy (est) and the stone removal were performed, and the procedure was completed after implanting the endoscopic biliary drainage (ebd). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip partially detached, exposing the tip of the metal corewire by approximately 1.0 cm. The complaint is consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. However, the device was use past the expiry date, so it could have affected the device performance in a clinical setting. Based on all gathered information, the most probable root cause is user error. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a non-bsc cannula were used during a biliary stone removal procedure. Procedure date is unknown. According to the complainant, during the procedure, the jagwire guidewire was inserted through the cannula. When the guidewire exited from the cannula, the hydrophilic tip detached in the duodenum, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire and a non-bsc cannula. Reportedly, endoscopic sphincterotomy (est) and the stone removal were performed, and the procedure was completed after implanting the endoscopic biliary drainage (ebd). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.